Event description:
It was reported that an emboshield nav 6 was prepared without issues for a right internal carotid artery procedure. There was resistance felt, while inserting the delivery catheter over a new bare wire, causing the emboshield nav 6 to pre-maturely deploy outside of the patient's anatomy. The emboshield nav 6 delivery system was removed without difficulty and another emboshield nav 6 was deployed successfully distally to the lesion. An rx acculink stent was advanced to the lesion; however, during deployment, the stent was misplaced covering only the proximal portion of the heavily calcified lesion. An unplanned xact stent was then deployed to cover the distal portion of the lesion with a slight overlapping of the rx acculink stent. One day post procedure the patient was discharged home. There was no adverse patient sequela or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.